Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that it was impossible to prime the catheter. The insulin pump had a prime/fill anomaly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform operating currents, unexpected restart error, self-test, basic occlusion, occlusion, prime, excessive no delivery testing or verify prime fill anomaly due to compromised force sensor system alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and stained address serial label. The insulin pump was missing the reservoir tube o-ring and the end cap sticker.